Event description:
It was reported that the lead was placed and would not stay in place. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood noted on all conductors and lead was stretched; full lead returned and analyzed.